Event description:
Customer states: on (B)(6) 2011, we had the following sets that leaked: 5 - fluorouracil ran at 4ml/hr over 46 hours, 5 - fluorouracil ran at 4ml/hr over 46 hours. Tpn ran at 150 ml/hr (with filtered curlin set). Tpn ran at 171 ml/hr (with filtered curlin set). Nafcillin 2gm ran at 48ml/hr intermittently with a kvo of 0.3ml/hr. On (B)(6) 2011, we had the following complaints with sets that leaked: milrinone ran at 8.3ml/hr continuous, 5 fluorouracil ran at 4ml/hr over 46 hours continuous. On 11/11/2011, we had the following complaints with sets that leaked: nafcillin 2gm ran at 68ml/hr intermittently with a kvo of 0.4ml/h. On (B)(6) 2011, we had the following complaints with sets that leaked: tpn ran at 83ml/hr (with filtered curlin sets). Tpn ran at 125ml/hr (with filtered curlin sets). Tpn ran at 142.8 ml/hr (with filtered curlin sets).

Manufacturer narrative:
There was one lot listed in this complaint; however, there were three (3) alaris valves and two (2) units returned to moog medical in (B)(4) and the outer packaging from four (4) different units was also received, see summary below: cf1122241 (1 unit with packaging identified "does not leak"), cf1120907 (1 outer packaging without unit identified "does not leak" and 1 unit with packaging identified "leaked"), cf1119514 (1 outer packaging without a unit identified "does not leak"). The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve (made by carefusion).